Event description:
It was reported the pt was no longer able to communicate with her ipg using either the programmer or charging system. A new charger was sent to the pt which did not solve the issue. Surgical intervention may be taken at a later date to replace her ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.